Manufacturer narrative:
Date of submission 13-mar-2018 the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during investigation, the black box and alarm history show multiple consecutive ¿cs054/cs052/cs012¿ slave communication alarms on (B)(6)2017. Battery compartment and cap are undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, no ¿cs012¿ alarm occurred during the investigation, unable to duplicate ¿cs054/cs052/cs012¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no serious injury associated with the complaint.